Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that her daughter's onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2014 at 12:00 pm. The patient manages her diabetes with self-adjusting insulin. The reporter confirmed that her daughter did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that her daughter developed the symptoms of "jittery, little shaky and headache" 1 hour after the meter issue began. The reporter stated that her daughter was treated with approximately 3 units of novolog insulin on (B)(6) 2014 between 2:00-3:00 pm. The reporter stated that her daughter's blood glucose wad tested with another meter on (B)(6) 2014 between 2:00-3:00 pm and the readings obtained were between "300 and 400 mg/dl". At the time of troubleshooting, the csr noted that the reporter did not have the subject meter or test strips available to perform walk-through troubleshooting, the correct test strips were being used, the test strips were not identified as counterfeit, the subject meter was not being used for the first time and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the alleged product issue was not resolved during troubleshooting. The adverse event was reported in a related complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.